Manufacturer narrative:
Complaint confirmed. Visual evaluation of the device shows the tibial impactor head split in half. Split occurred in the middle of the part, in the cavity that surrounds the shaft pin. The strike cap appears heavily used with dents and marks. The handle also shows signs of wear. The observed condition is attributed to undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/12/2022, it was reported by a sales representative via sems that a ar-623-36 tibial impactor broke. This occurred during a total knee arthroplasty procedure when the device broke, there was no patient effect reported. No additional information provided.